Event description:
Pt with right intertrochanteric fracture of the femur was in operating room for right hemiarthroplasty. Shortly after insertion of the cement, the pt's blood pressure began to drop. Before wound closure was completed, the pt went into cardiac arrest. Resuscitation attempts were unsuccessful and the pt was pronounced at 1717 hrs.